Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) due to an infection on the patient.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) due to an infection on the patient.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of infection is included as a potential adverse event within product labeling. Based on the results of this investigation, no escalation is required.